Event description:
During a mapping process, a cardiac perforation occurred. Blood pressure went down and heart hardly moved. As all catheters were in the left side and about to start ablation, the physician decided to start and isolated the pulmonary veins. After this ablation was done, the cardiac perforation was drained. The patient is in stable condition and recovered in the hospital.

Manufacturer narrative:
On (B)(4), received additional information requested from bwi representative stating that the patient required hospitalization (one day) and was fully recovered. The physician's opinion regarding the causality of this adverse event is procedure related. Concomitant bwi products: webster autoid decapolar, us catalog # d610drp10ct, lot # unknown. (B)(4). (B)(4). During a mapping process, a cardiac perforation occurred. Blood pressure went down and heart hardly moved. As all catheters were in the left side and about to start ablation, the physician decided to start and isolated the pulmonary veins. After this ablation was done, the cardiac perforation was drained. The patient is in stable condition and recovered in the hospital. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was evaluated for eeprom and the data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and it passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
(B)(4).